Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the connectors of the products are not compatible with the nasogastric feeding pump the customer is using. Due to the change of the connectors they are experiencing the problem of food dripping into the patient's bed. No patient injury was reported. Additional information received on 5-apr-2021 states that the ng tube that the customer uses is a polyurethane nutrition tube by bexen medical. Product number: 054.08, lot xs-1022.

Manufacturer narrative:
Investigation summary: the customer reported the connectors of the products are not compatible with the nasogastric feeding pump the customer is using. Due to the change of the connectors, they are experiencing the problem of food dripping into the patient's bed. No patient injury was reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. One sample was received for evaluation. Visual inspection and functional testing performed was unable to confirm the reported issue as no fault was found. The device operated within specification and as intended. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.